Manufacturer narrative:
Na.

Event description:
The customer received questionable low ldl-cholesterol plus 2nd generation results since (B)(6) 2015 that would repeat as normal. Of the data provided for two patient samples, only the results for one patient sample were discrepant. The initial result was 4 mg/dl and was reported outside the laboratory. The repeat result on (B)(6) 2015 was 138 mg/dl which was believed to be correct. Information concerning if the patient was adversely affected was requested, but was not provided. The reagent lot number and expiration date were requested, but were not provided. The field service representative found there was a potential patient sample integrity issue such as bubbles or fibrin. He advised the staff to monitor sample quality closely.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided data and field service representative findings, a pre-analytical issue was suspected. A general reagent problem could be ruled out as the provided calibration and qc results were acceptable.